Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, unable to login to pyxis, logistic and healthsight viewer. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and the patient workflow was affected by the event. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the failure occurred due to an unhandled exception in the identity service. A technical support specialist dialed into the server, verified the error in the ids log as described in knowledge article (ka) "all users unable to login to es 1.6.1 website", and confirmed the certificate issue. The specialist executed the "config-ids.bat" file as an administrator to bind the certificate. After completing the configuration, the system started functioning properly. The customer verified the resolution over the phone and confirmed that the issue was resolved. The system functioned as intended after the technical support service troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, unable to login to pyxis, logistic and healthsight viewer. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and the patient workflow was affected by the event. There were no adverse events or injuries reported due to this event.